Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a lead revision procedure the programmer gave an error message and cancelled the threshold search. A magnet was applied to the pulse generator and removed, the issue was resolved.